Event description:
It was reported that the ventricular assist device (vad) stopped with a message on the controller stating, ¿connect driveline¿. It was noted that the driveline was well connected to the controller. The controller was exchanged, and the problem was resolved. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller, medical device: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2020 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 07-mar-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of alarm log file revealed seven vad disconnect alarms and one controller fault alarm were logged on (B)(6) 2022. There were four vad disconnect alarms logged at 01:03:15, 01:05:35, 01:06:55 and 01:16:09; the vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. The additional vad disconnect alarms were likely due to physical disconnection of the driveline from the controller, likely due to troubleshooting. Review of the controller log files revealed four entries in the event file on (B)(6) 2022 between 01:05:48 and 01:14:55, indicating that the pump motor controller (pmc) had reset itself intentionally. The pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. A controller fault alarm was recorded at 01:15:05 following the fourth pmc reset event, due to the pump not starting after the pmc reset. Log file analysis also revealed eight (8) controller power up events logged on (B)(6) 2022 between 01:06:40 and 01:12:11. Additionally, three vad disconnect alarms were logged on (B)(6) 2022 at 01:07:34, 01:10:23, and 01:12:19, respectively, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or the reported controller exchange. Internal inspection did not reveal any anomalies. During supplemental testing, the controller was connected to a test motor and allowed to run for an extended period of time; results revealed that the vad disconnect alarms , controller fault alarm, or the pmc resets could not be replicated. As a result, the reported vad disconnect alarm event was confirmed. A possible root cause of the observed losses of power can be attributed to an intermittent disconnection on one or both power sources and/or a disconnection of both power sources, potentially due to troubleshooting. CAPA pr00551638 is investigating controller losses of power. Based on risk documentation and the available information, the most likely root cause of the observed controller fault alarm and observed pmc resets can be attributed, but not limited, to a temporary memory corruption, which may have also contributed to the observed vad disconnect alarms. Possible causes of the vad disconnect alarms can be attributed to failure of the pump to restart after several attempts, a loss of synchronization of commutation leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA (B)(4) is investigating controller losses of synchronization of commutation. D4: serial #: (B)(6)d10:yes, return date: 08-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0200701 h6: FDA method code(s): b01,b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.